Event description:
Wearing a covid mask fogged up my glasses and I tripped because I could not see. Mask regulations must be stopped before other people like me are killed. FDA safety report ID# (B)(4).